Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband was reported via phone call that, the customer had low blood glucose. After dinner, the blood glucose went down to 48 mg/dl which is at the time of the incident and current blood glucose was 150 mg/dl. Customer will get in the lows, 70's mg/dl and she will eat a cookie ad on tuesday the blood glucose went down to the 40's mg/dl, she drank juice and cookie and then blood glucose went up to the 60's mg/dl and then went back down again. Customer kept drinking juice until she got sick and blood glucose would come up to 80 mg/dl, then drop again. Every time she goes up, she will drop again. Wednesday she dropped into the 50's mg/dl, she had a cookie and a cup of juice blood glucose 151 mg/dl, the blood glucose dropped down to the 40's mg/dl. Normally 1 unit drops her down by 100. Customer will bolus at dinner and blood glucose will drop. Customer treated low blood glucose with food. The drive support cap appears normal. Based on customer report customer does not allege pump was over delivering. Customer is a brittle diabetic. Ran a self-test and it passed. The device is not expected to be returned for analysis.